Event description:
Caller reported there is a black stripe on the display of the meter. Caller stated the stripe has gotten bigger lately. Caller reported the values are still readable. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.